Manufacturer narrative:
(B)(4). Although expected, the device has not been received yet. A follow up report will be submitted once the device is received and an evaluation has been performed.

Event description:
Customer medwatch report received. Per medwatch, upon entering patient's room, rn found lipids disconnected at the y-site infusing onto floor. A new lipids bag was obtained from the pharmacy and infusion was restarted. No patient harm was reported. No additional patient or event details have been provided.